Event description:
It was reported that the delivery shaft was fractured. The 50-60% stenosed target lesion area was located in a mildly tortuous and severely calcified middle left anterior descending artery. A 145, 5-in-6 guidezilla catheter guide extension was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the delivery shaft of the device was fractured due to the characteristics of the target lesion. The device was completely pulled out from the patient's body, and the procedure was completed with a different device. There were no complications reported and the patient is stable.

Manufacturer narrative:
D4: lot number: updated to 0024641965 from 0024792936. D4 expiration date: updated to 10/21/2021. Device evaluated by manufacturer: the device was returned for analysis. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed tip damage (flattened), shaft damage (flattened) located 2.6cm and 10.7cm from the tip of the device, numerous kinks in the distal shaft and hypotube kinks located 49.5cm and 89cm from the tip. Inspection of the rest of the device found no other damage or defects. The reported fracture was not confirmed.

Event description:
It was reported that the delivery shaft was fractured. The 50-60% stenosed target lesion area was located in a mildly tortuous and severely calcified middle left anterior descending artery. A 145, 5-in-6 guidezilla catheter guide extension was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the delivery shaft of the device was fractured due to the caharcteristics of the target lesion. The device was completely pulled out from the patient's body, and the procedure was completed with a different device. There were no complications reported and the patient is stable.